Event description:
The customer reported that during the subtraction run playback, the screen would go black and they would lose the image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced. The system was tested and found to be working as intended and put back into service.